Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer¿s blood glucose level was 42 mg/dl. Customer tried manual and auto mode but persist with low blood glucose incidence. Customer was treated with food and glucose tablet. Customer was not using auto mode at the time of incidence. Customer believe insulin pump was over delivering. The insulin pump will return for the analysis. The reservoir will not be returned for analysis.